Manufacturer narrative:
Evaluation summary: the patient activity level is unknown. Also, there is no information about the condition this event occurred. Based on available info, a definitive cause cannot be attributed. Evaluation: no product or x-rays were returned to review. No lot number was provided; therefore, manufacturing records could not be reviewed.

Event description:
It is reported that the device was implanted in 2006, for a subtrochanteric fracture on the left femur. The fracture part was malunion and delayed union. It is unknown whether a revision surgery is scheduled.